Event description:
The customer reported that after few minutes of ablation there was an impedance jump. The customer noticed that the catheter has a char on the tip. The catheter was changed immediately and the study was completed successfully. Per additional information provided by the customer, after the event, an ultrasonic inspection of the heart was performed, which remained without result. The patient left the hospital and was reported well.

Manufacturer narrative:
(B)(4). The customer reported that after few minutes of ablation there was an impedance jump. The customer noticed that the catheter has a char on the tip. The catheter was visually inspected and it was found in normal conditions. No char was observed. The catheter was tested and it passed electrical, temperature and generator tests. An irrigation test was also performed but most of the irrigation holes were found occluded. The catheter was dissected and crystal material was observed. The crystalline material was analyzed thoroughly. The results showed the material has a high concentration of sodium and chlorine, which are typical elements of the saline solutions. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The root cause of the char remains unknown. The catheter passed all testing. The occlusion detected was related to dried saline solution which more likely occurred after the procedure.

Manufacturer narrative:
(B)(4).